Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus safety closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the incident was the blood return of the indwelling needle, blood returned to the extension tube as soon as the indwelling needle was injected. It was preliminarily determined that there was a problem with the joint, because there was no blood return after the replacement of the joint.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 28-jul-2022. H6: investigation summary: a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was obtained to aid in our investigation of this event. Our engineers were able to identify damage on the smartsite component. The issue has been confirmed. In response to the observed damage our engineers conducted a through review of the manufacturing process, but were unable to replicate the reported damage. Unfortunately with out the ablility to replicate the reported damage our engineers were unable to identify a root cause for this event.

Event description:
It was reported while using bd pegasus safety closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the incident was the blood return of the indwelling needle, blood returned to the extension tube as soon as the indwelling needle was injected. It was preliminarily determined that there was a problem with the joint, because there was no blood return after the replacement of the joint.